Manufacturer narrative:
Manufacturing review: the device history records were reviewed and this lot meets all release criteria. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked drainage catheter connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one locking pigtail universal drainage catheter. Usage residues were observed throughout the sample. The sample terminated just distal of the silicone over-sleeve. A longitudinally aligned split was observed in the luer adapter, extending from the proximal end. Microscopic inspection of the split revealed a sharply defined granular fracture surface. The luer orifice appeared round. Material wear was observed along the inside edge. The threads were unremarkable. Attempts to replicate the damage using a non-complainant device were unsuccessful. The material wear and the fracture features suggested that outward radiating stress originating within the luer adapter contributed to the observed damage; however, inability to replicate the damage indicated that an additional unidentified factor(s) contributed to the crack formation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include forceful insertion of a male luer adapter taper(s) and environmental conditions affecting material mechanical properties. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
Purchaser sent email requesting return of defective product. Details currently unknown but doa is (B)(6) 2018.